Event description:
The user facility reported that patient expired. Multiple attempts have been made to obtain additional information regarding this event. It is unknown if patient was on continuous ambulatory peritoneal dialysis (capd) at the time of expiration.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department has performed due diligence to obtain additional information regarding this patient and event. The user facility has reported they will not release any information regarding the patient. A supplemental report will be submitted upon completion of the plant's investigation.